Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code persisted, leading to the decision to replace the pump. The replacement pump was sent by technical support, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. They were also instructed on how to store and return the faulty pump, and to program their settings into the new pump upon receipt.